Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with corneal abrasions in left eye. A bandage contact lens was placed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of pain. Patient reported symptoms are not interfering with daily activities and symptoms resolved on (B)(6) 2016. Bcva from (B)(6) 2015: right eye pre-op 20/20 2.75 x -.75 x 96, left eye pre-op 20/20 3.00 x -.75 x 89. Bcva from (B)(6) 2016: right eye post-op 20/50, left eye post-op 20/40. Bcva from (B)(6) 2016: right eye post-op 20/25 .00 x -.75 x 150, left eye post-op 20/25 .00 x -.50 x 100.